Manufacturer narrative:
The actual device is not available to be returned to the facility for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and quality documents. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of this report cannot be determined based on the available information, a potential cause may be related to the sheath diameter being too large for the patients vessel resulting in a tear or vessel breach. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "it is highly recommended to verify that the size and condition of the vessel is appropriate for the size sheath chosen". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty withdrawing the solopath device during a case. Follow up communication with the user facility confirmed the following information: the doctor performed a right external iliac/ common femoral artery avulsion bilateral femoral cutdowns; the stfi-1825 solopath device was advanced to the uncrimped portion, inflated to 20 atm and held there for 60 seconds; the main body gore graft which was a 31-14.5 was advanced through the sheath without issue; when the physician began to pull back on the solopath to allow for room to deploy the endograft, severe resistance was met; the physician attempted to give the sheath a quarter turn, then noticed the vessel at the site of the cutdown was turning with the sheath; with moderate pressure the sheath was able to be pulled back enough to allow for the device to be deployed; after the graft was deployed it was noticed that the sheath was visible where the common femoral artery should have been; the physician was able to access the sfa and get a wire into true lumen and into the aorta; the solopath was removed and four viabahns and a limb graft extension were used to rebuild the external iliac and common femoral arterial system; the sfa access was repaired and both incisions were closed; the patient did receive one unit of blood; a successful delivery of the gore endoprosthesis for aaa; and the patient was reported as doing okay.